Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported that customer reports false positives occurring in drawer b.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is not related to the instrument after the logs are reviewed. This is an unconfirmed failure of the bd product. Root cause of the false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. Review of the log file data and the 3 main systems agitation, incubation, and the testing modules (vial storage racks) are in spec and working and testing properly. Complaint history for ¿results¿ was reviewed for the month of (B)(6) 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It has been reported that the bd bactec¿ fx, instrument top, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported that customer reports false positives occurring in drawer b.